Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator via a manufacturer representative (rep). It was reported that the patient felt that his implantable neurostimulator (ins) was causing some discomfort after he fell in (B)(6) 2018 and the ins wasn¿t holding a charge as good as before after the fall. Impedances were checked, and they were within normal range. In result, the patient had a pocket revision and the ins was replaced as well. The issue was resolved at the time of the report, the patient was alive with no injury and there were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device did not find any anomaly of the device. If information is provided in the future, a supplemental report will be issued.